Event description:
Patient had a c5-6 anterior cervical discectomy and fusion using iliac crest bone graft and anterior cervical plate. At 6-month follow-up visit radiographs demonstrated hardware failure of the plate in its mid portion and evidence of pseudoarthrosis.because of hardware failure and possibility of injury to patient's esophagus removal was recommended and carried out.